Event description:
It was reported that during the procedure, a 7x40x80 armada 35 balloon dilatation catheter was advanced onto a non-abbott guide wire and into a non-abbott sheath without resistance to an absolute stent placed in a mildly calcified, de novo lesion in the non-tortuous common iliac artery to perform post-dilatation. During the first attempt to inflate the armada using a syringe, the balloon was only able to partially inflate; much resistance was felt and only the distal end of the balloon would inflate. An attempt was then made to deflate the armada balloon, but the balloon was unable to be deflated and much resistance was felt. The armada was slightly retracted to the distal end of an unspecified sheath, anesthetic was administered, and a lumbar needle was used to puncture the armada balloon through the patient's vessel and the saline/contrast was extracted from the balloon. The armada was then retracted into the sheath and removed from the anatomy. Post-dilatation was completed using a new armada 35 without issue. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties inflating/deflating and removing the device could not be replicated in a testing environment as the balloon was punctured; however, there was a material discrepancy noted at the proximal balloon seal. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(6), 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo stiff, inflation: syringe, guide cath: 6 fr cordis. The device has been received. Device evaluation has not yet been completed. A follow up will be submitted with all relevant information.